Manufacturer narrative:
H2 correction: the analysis results of the implantable neurostimulator (ins) has previously been reported in regulatory report 30042 09178-2019-10869. H3 <(>&<)> h6 has been updated to reflect the analysis results of the implantable neurostimulator (ins). H3 device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. H6: please note that method code 4118, result code 3233, and conclusion code 11 no longer apply to the report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that while the implantable neurostimulator (ins) was initially reported with serial number (B)(4), serial number (B)(4) was also reported at a later date. Additional information has been requested to determine which ins serial number is correct. Concomitant medical products: product ID: 97745, serial # (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they had experienced a ¿strong unintended feeling of stimulation during charging the implantable neurostimulator (ins).'' Upon interrogating the ins with a patient controller, it was found the amplitude of the ins was turned off. The stimulation was turned back on at that time, but it was noted the position change of the adaptive stimulation (as) was ¿incompatible with the patient¿s position change for about one hour.¿ after that time, the position change of the as functioned as usual. It was unknown whether the issue was resolved. The patient was redirected to meet with their physician; a manufacturer representative was scheduled to meet with the patient and physician at the outpatient examination. There were no surgical interventions planned or performed and the complex regional pain syndrome (crps) patient was alive with no injury at the time of report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the manufacturer representative (rep) had programmed the patient¿s as intensity for lying back to 3.2 ma and that after the rep exited the programming session and communicated with the ins with a patient controller, the controller displayed the intensity of lying back to be 0 ma. The patient reported not feeling stimulation at that time. The patient began to feel stimulation after changing position, whereby interrogation of the ins displayed standing and 4.0 ma. It was noted the patient was programmed while lying on his back and that the patient controller also communicated with the ins while the patient was lying on his back. The as transition time was set to 0 seconds for all positions except mobile. The rep attempted reprogramming the as, but the patient reported the intensity became 0 from time to time. It was clarified that the originally reported as being ¿incompatible with the patient¿s position change for about one hour¿ meant that both the ins did not show the correct patient position at that time and the ins did not change stimulation to match the position shown. It was noted the patient¿s ins position change sensing may not have been sensed correctly due to a ¿somewhat obese¿ abdominal fat layer, where the ins was implanted. No further complications were reported or anticipated. Please note the ins has been explanted and replaced due to a different issue since initial report. Please see manufacturer report #3 004209178-2019-10869 for additional information.